Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic thoracic procedure, the stapler did not fire after one reload while stapling lung tissue parenchyma. The device was replaced with another handle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic thoracic procedure, the stapler did not fire after one reload while stapling lung tissue parenchyma. The device was replaced with another handle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. No visual abnormalities were observed. A representative reload was inserted into the instrument but could not be rotated or properly loaded. Evidence of scuff mark on articulation link suggests that components were properly assembled and at some point, disengaged roughly which is supported by the customer being able to load as reported. Therefore, it is a likely event that misuse during clinical application caused the channel yoke to become disengaged. Full details of this assessment are available in the corresponding task. No information regarding the specific customer issue that occurred with the device was available. It was reported that the instrument did not fire. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no unintentional obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The jaws of the reload must be closed prior to introducing the instrument into the trocar sleeve (or the incision if using the endo gia¿ ultra universal short stapler). To do so, squeeze the handle. Do not attempt to insert or ¿remove the instrument from the incision, or trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.